Manufacturer narrative:
Pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. Pump had broken off battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the filling process. The device had also alarmed motor position encoder error. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to recall any significant events leading to the motor alarms. She mentioned that the device settings were deleted from the insulin pump. The insulin pump will be returned for analysis.